Event description:
Product forwarded from medtronic; explanted device received for analysis. Device explanted on (B)(6) 2025 (no reason given). Mdt sr# (B)(4).

Manufacturer narrative:
Patient underwent battery revision due to battery depletion. Battery depletion prevented any additional battery investigation. Battery lasted less than one year; considered a premature depletion but unable to determine original battery settings. New battery implanted. No further action to be taken.